Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. Method & results: device evaluation and results: the mar concluded "the threaded post on the femoral component (pn 6481-1-121) fractured on the proximal end. The fracture occurred in fatigue and propagated from the inner threaded surface to the outer surface. This fracture was consistent with a loosened femoral stem. The femoral component material was consistent with the (B)(4). Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: more detailed operative notes and x-rays are required. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the mar concludes the fracture occurred in fatigue and propagated from the inner threaded surface to the outer surface. This fracture was consistent with a loosened femoral stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. As stated by the clinical consultant further information such as pre- and post-operative x-rays, more detailed operative reports and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer has reported a revision for a mrh femoral stem that was implanted approximately 9 years ago. The stem has broken at the spigot. On (B)(6) 2018 - the mar confirms thread damage of the duracon stem and a fatigue fracture on the post of the femoral component.